Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, the patient reported that he was taken to the emergency room because of a cgm inaccuracy. At an unspecified time during the event, the patient¿s cgm was reading 56 mg/dl and the bg meter was reading 112 mg/dl. The patient refused to provide dexcom with any further information. Therefore, there was no information provided on patient symptoms, treatment, or how long the patient was in the ER prior to being discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).